Manufacturer narrative:
(B)(4). Eval: results: (migration, endoleak), (disease progression, loss of proximal fixation). Conclusion: (disease progression, loss of proximal fixation).

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of a 57 mm abdominal aortic aneurysm, approx 2 years ago. Vessel morphology at the time of implant was reported as a neck anterior angulation of 21 degrees, with a diameter of 22 mm proximally and 27 mm distally, and a length of 12 mm. There was 50 mm of fixation on the left and 40 mm on the right. It was reported that there was distal stent graft migration of 14 mm, 1 month ago, with a proximal type 1 endoleak and an aneurysm diameter of 68 mm. The migration was attributed to loss of proximal fixation. Treatment has not been scheduled yet. No additional clinical sequelae reported, and the pt is stable.